Manufacturer narrative:
Additional information provided by physician: ¿the valve was displaced on the delivery catheter (with respect to the balloon, not realized initially) probably because of a degenerated, stenotic, surgical mitral valve difficult to penetrate (no bav was performed). Upon delivery the thv was squeezed into the ventricle due to displacement on the balloon together with a stenotic, surgical bioprosthesis. Actually, the start of the deployment was initially a bit high in the direction of the left atrium, one had to apply a slight traction on the delivery system to obtain a good valve-in-valve position, so there may be a combination of several reasons explaining the valve embolization¿. Additional information is not forthcoming. The valve was not returned to edwards lifesciences for evaluation. Procedural images were received and reviewed and the following was observed: the valve was not centered in between the two internal balloon shoulders prior to deployment - the outflow side of the valve was over the proximal shoulder, and there was a gap in between the inflow side of the valve and the balloon distal shoulder. In addition, the images revealed that the valve embolized into the ventricle during deployment and the valve was extracted using balloon and forceps. A photo of the valve post extraction shows that the inflow side of the valve was flared and a couple of struts at the outflow side of the valve were bent. During manufacturing, the following inspections of the frame and valve were performed: in process sapien 3 valve was 100% inspected for manufacturing defects before valve holder attachment and after valve holder attachment. The frame components are 100% visually inspected by both manufacturing and quality for the following: scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch, step/wavy cut, burrs/protrusions and any deformation. The valves are 100% dimensionally inspected. On a sample basis the valves are mechanically tested for ultimate tensile strength and percent elongation at fracture. One sample was measured for average grain size. The samples are 100% visually inspected for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Prior to final packaging, 100% visual inspection was to ensure there was no damage to the valve from handling. In addition, during manufacturing the edwards certitude delivery system undergoes the following dimensional inspections: marker band position, and shoulder-to-shoulder measurement. The balloon was 100% visually inspected for defects such as scratches, tears and wrinkles, mechanical damage (i.e. Kinks, breaks, separation) and incorrect assembly. Additionally, a product verification (pv) test is required to be performed for each production lot under a sampling plan prior to be released. During pv test, selected samples were visual inspected for physical damages and intactness of marker band. The lot number samples were selected and they all passed the pv test. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record review (DHR) was performed and the relevant work orders did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review did not reveal any other additional complaints related to valve ¿ valve embolization into ventricle and/or valve ¿ movement on balloon. A review of complaint history for sapien 3 (all sizes) from october 2017 to september 2018 revealed no other similar complaints for valve embolization and one (1) other similar returned complaint for valve movement on balloon. The similar complaint was confirmed, but no manufacturing nonconformities were identified during the evaluation, and procedural factors may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve ¿ valve embolization into ventricle and valve movement on balloon were confirmed based on the review of returned imagery. During review of the images, it was seen that the valve was not between the markers anymore prior to deployment. Although no insertion and/or prepping difficulty was reported in this case, per the case notes, the valve was probably displaced on the delivery catheter due to the interference between the device and the degenerated, stenotic surgical mitral valve (no bav was performed making the device more difficult to penetrate). Since no device was returned for evaluation, additional visual, dimensional, and/or functional testing could not be performed, and therefore the presence of a manufacturing nonconformance could not be determined. However, a review of complaint history, DHR, lot history and manufacturing mitigations did not reveal any manufacturing non-conformance that could have contributed to the complaint event. The sapien 3 (s3) with the edwards certitude delivery system (ds) is currently indicated for native aortic valve replacement in the european region. Per the instructions for use (IFU), embolization is known potential complications associated with the transcatheter valve replacement procedure. The IFU instructs the user to verify the position of the valve prior to valve deployment, ensuring the valve is correctly placed between the two internal shoulders of the delivery system for proper deployment. Attempts to deploy the valve when it is off the shoulders (meaning the valve is not centered within the working length of the balloon) could result in asymmetrical deployment, where, in this case, the distal end of the balloon opened first, pushing the valve towards the ventricle during deployment, resulting in valve embolization. As such, available information suggests that procedural factors may have contributed to the reported event. The complaints for were confirmed based on returned imagery, but no manufacturing non-conformities were identified during the evaluation. A definitive root cause for valve movement on balloon could not be determined at this time. In this case, based on given information patient (device interference with degenerated and stenotic surgical mitral valve during insertion)/procedural (no bav performed) factors may have contributed to the reported event. For valve embolization, available information suggests that procedural factors (misaligned valve; attempt to deploy the valve off shoulders) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the september 2018 control limits for the applicable trend categories. Therefore, no product risk assessment, corrective or preventative action are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our european affiliate from a pcr london valve 2018 presentation: ¿transapical (ta) transcatheter mitral valve-in-valve (tmviv) embolization and handling¿, a case of a (B)(6)-year-old multi-morbid male who had an aortic valve replacement (avr) with a 23 mm surgical valve and a mitral surgical valve replacement (mvr) 5 years prior. Approximately 5 years post implant of a surgical mitral valve, the valve was degenerated and the patient was diagnosed with 15mmhg gradient and pulmonary edema; therefore, a valve in valve procedure with a 26 mm sapien 3 valve by ta approach was performed. During the procedure the valve embolized and the valve was extracted through the apex with balloon kocker/forceps. After the extraction the distal part of the valve was flared. A second 26mm sapien 3 valve was successfully implanted within the disabled mitral surgical valve. At three months follow-up, an echo noted a well-functioning valve and no stenosis or significant gradient.

Manufacturer narrative:
Reference CAPA-20-00141.